Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s touchscreen was cracked and the device was no longer watertight, with the specific circumstances of damage unknown. Symptoms included no reported adverse clinical effects. Outcomes included the patient switching to backup therapy and continuing cgm use with the dexcom app or receiver, and a replacement ilet was arranged. Investigation included troubleshooting with education on shutdown procedures, data syncing, and return logistics. Investigation of this case revealed a hardware failure involving the touchscreen/display assembly consistent with physical damage, and the device required replacement. It was concluded, based on previously established findings for similar reports, that the cause was damage due to handling or external forces rather than a device malfunction.